Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump had scratched display window and broken belt clip slot.

Event description:
It was reported that the insulin pump stopped working. The insulin pump alarmed during the prime process. The insulin pump emptied the reservoir of all the insulin. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.